Event description:
It was reported that following a hand assisted hernia procedure, the patient had complaints of abdominal pain. Following an x-ray, there appeared to be a foreign body in the abdomen. It did not appear that the device tore or failed during the initial procedure. The patient was re-operated in 07/03 and the blue and white ring from the device had torn and was left in the patient. There was no tacks holding the ring to the wall. About a three-inch incision was made above the umbilicus to remove the ring. There was no infection. The patient is doing fine.